Event description:
A customer observed negatively biased phyt results on the vitros 5.1 fs analyzer during a precision study. Biased results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into the event showed that the instrument posted condition codes indicating a wash error. A field engineer visited the site, and replaced incubator evaporation caps, installed new slide alignment guides, and performed multiple adjustments. The service actions restored the system to normal operation. The root cause of the biased control results as instrument related.